Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; distal segment returned and analyzed.

Event description:
It was reported that there was sensing difficulty and pacing inhibition due to oversensing. This was suspected to be due to interaction with all of the patient's old hardware still implanted. The lead was explanted and replaced, as were all of the patient's remaining old leads. No patient complications have been reported as a result of this event.